Event description:
It was reported that the patient's ambicor penile prosthesis was not functioning. The device would not inflate. The issue was confirmed via MRI. Revision was requested. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.